Event description:
On 6/25/98, following a percutaneous transluminal coronary angioplasty stent procedure an angio-seal device was placed in a pt's right groin. Reportedly hemostasis was not achieved. The pt was taken to the operating room, were a tear in the artery was identified and repaired. The pt rec'd 2 units of blood, and was released 2 days following the procedure. As of 2/10/99 no further info has been reported to the MFR.